Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of mechanical issue and fluid loss were confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. The ams 700 spherical reservoir was visually inspected and functionally tested. The reservoir has wear at a fold in the reservoir shell; no leak was found. This wear would not affect the functionality of the device. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a large cut and damage in the proximal cylinder body attributed to sharp instrument damage which mostly occurred during the explant; large hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not functional test due to large hole and damage was identified. Cylinder 2 has broken fabric treads with and exhibited bulging when inflated in cylinder body. Cylinder was not functionally test due to bulge with broken fabric treads was identified. Both cylinders had wear at fold in cylinder body. Product analysis was unable to confirm the reported allegation related to fluid loss. However, product analysis concluded that identified bulge with broken fabric treads in one of cylinders confirmed the reported allegation of device mechanical issue. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that device stopped working at an unknown date. Upon removal, it was found that there was no fluid left in the device. All components were explanted and replaced.

Event description:
It was reported that device stopped working at an unknown date. Upon removal, it was found that there was no fluid left in the device. All components were explanted and replaced.